Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator turned off by itself while on patient and then restarted. The device logs were not provided. Our field service engineer investigated the ventilator on site. The battery modules were replaced and the preventive maintenance kit was installed. After the service, the device passed all functional and safety tests and is ready for clinical use. The root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator turned off by itself while on patient and then restarted. There was no patient harm. Manufacturer's ref #: (B)(4).